Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ER the printer ejected blank labels with no printing. The customer had power-cycled the printer and removed and reloaded the labels without improvement. When selected a reprint option, the labels print correctly; however, labels do not print when nurses dispense medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer was failed to work. The field service engineer (fse) found 90 documents stuck in the print queue and cleared the queue. Incorrect printer settings were identified and corrected, after which test labels were printed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.